Event description:
It was reported that 'at start of intervention noticed that inner part of blade is missing the tip- four blades of the same lot had the same issue.' It was reported there was no patient injury.

Manufacturer narrative:
(B)(4). Product analysis: the devices were analyzed by the quality engineer for the product. 2 samples were received and analyzed with similar results. In an 'as received condition' blades were bent, there was hub damage, and a portion of the tip was broke off of both [the portion that broke off was not returned and therefore the location is unknown]. The portion that broke off is estimated to measure: 0.05 inch for sample 1 and 0.06 inch for sample 2. When viewed under magnification hub damage consistent with improper loading was detected: dimples on the front hub prior to the locking area which was caused by handpiece locking mechanism [both samples]; inner hub chevron damage was caused by the handpiece drive mechanism during use [sample 1 / s1 only]. The samples would load properly into a handpiece. One inner pouch with original label was also returned, identifying one sample as item (B)(4) inferior turbinate blade, 2mm from lot # h8210871. When examined under 20x magnification, there was no bio-debris observed. The indents on the hub do indicate that an attempt was made to load the blades into the handpiece, and the are circular wear marks on inner blades below point of break that indicate power was applied to the blades. It is unknown how the breakage occurred. It was reported "at start of intervention noticed that inner part of blade is missing the tip". Most likely root cause is user error, as evidence indicates improper loading. (B)(4).this product is used for therapeutic purposes. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces.